Event description:
On (B)(6) 2010, "received phone call from (B)(6) attorney representing (B)(6) in a medical malpractice claim. She reported "patient claims piece of teflon coating came off during procedure." She was inquiring if we could send her a sample of an fx wire, the part she gave me was 025450f, lot 0811062. After we spoke, I found this part number not found in conmed's system. The 025450s is the number I found most similar (for an xwire guidewire). This could have been that I heard the letter wrong." Called (B)(6) back to verify this information and to ask her for more information surrounding the complaint so I could enter into our system. I received no reply to date. Conmed is not sure as to whether this teflon coating was retrieved by the physician or retained inside of the patient.

Manufacturer narrative:
No laboratory examination will be performed on the complaint product, as no device will be made available to conmed. Without the actual complaint sample, we cannot conduct an effective investigation or determine root cause. In the uncertainty as to the product number, conmed is unable to perform a true DHR/lhr review for the suspect device. However, conmed produced an xwire, catalog number 025450s, lot number 0811062. The DHR/lhr for this xwire was performed and manufacturing documents verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. If the device is returned in the future, the complaint will be reopened and further investigation will be performed. The complaint investigation has not identified nor confirmed any manufacturing defects with this device. At the present time conmed is unable to determine if a patient injury or a reportable malfunction has occurred. A medical malpractice claim is being filed with the hospital and therefore conmed is filing this medwatch with the FDA. Conmed is considering this complaint closed.